Event description:
A health care practitioner reported experiencing a high number of patient samples resulting in +1 blood reactions on urine chemistry strips and "negative to few" blood cells seen on microscopy. According to the reporter, physicians have ordered more follow-up procedures in response to the observed increase in blood reaction sensitivity and were responding to +1, +2, and +3 readings more often. The reporter also stated that some patients had to go through urine re-collection and retesting with other manufacturers' strips (which yielded negative results), and some patients underwent cystoscopy. A iris field service engineer (fse) tested the instrument and found that all controls passed and no previous cb control failures. Iris is in the process of investigating the matter further but has not yet confirmed or otherwise identified a cause for the reported issue.